Event description:
Procedure: hemorrhoid. According to the reporter: when the device was fired, the anvil detached from the device. When the covidien stapler was removed, the donut and staples did not form. The anvil was approximately 6 inches away from the staple cartridge. The surgeon used suture and ethicon product to finish the case. There was unanticipated bleeding (amount of bleeding unknown). The staples were malformed and some did not form at all. The surgeon had to tend to the bleeding and tissue damage with suture material. An ethicon pph stapler was used to complete the donut. The case was delayed approximately 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).